Event description:
The end user states that the front wheels on the device are stuck in a straight position and will not move at all to turn it to the side. The outside wheels are stuck against the frame.